Event description:
Iabp alarming for catheter malfunction. Unable to troubleshoot and correct problem. Catheter lodged and would not come out. Catheter was removed with use of forceps after incision made at insertion site. Clot noted inside sheath of catheter.